Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking powerpicc is confirmed; however, the exact cause is unknown. One photograph of a powerpicc was returned for evaluation. An initial visual observation of the photographs showed a powerpicc with an oval shaped circumferential split on the catheter shaft. The edges of the split appear to have whitening. Evidence of use as well as biological residue is observed on the sample. Although a split is observed, no details or distinguishing features of the damage can be discerned from the sample in the returned photograph which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that unable to administer fluids and after extubation found to have fractured at the catheter. Due to poor catheter infusion, no fluid could be infused, and the choice was made to remove the catheter and replace it with a new infusion set. The patient is leaking and the patient is swollen. No other information was provided.